Event description:
It was reported on (B)(6) 2025, the patient was found to have a hemoglobin level of 43 g/l, moderately anemic, with fatigue and dizziness. The patient was given an infusion of allogeneic blood (1.5 units of red blood cells) using a single-use implantable drug delivery device indwelling needle at 8:46 to correct the anemia. The operation was normal, the puncture was successful, and the infusion was started. At 8:50, there was leakage from the infusion site of the patient's indwelling needle. The clinical staff immediately replaced the single-use implantable drug delivery device indwelling needle and continued the transfusion. No leakage was observed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.